Event description:
Following the completion of the initial implant procedure, a loss of capture and high pacing impedance were observed on the right ventricular (rv) lead. An additional surgery was performed to explant and replace the rv lead. The patient was in stable condition.